Event description:
It was reported that during a procedure using an ultrasonic scalpel, "they believe the tip was hot and it nicked the aorta." There was excessive bleeding. The patient had to be resuscitated and stabilized and then transferred to the ICU where the patient is currently in critical condition.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The lot number and serial number are also unknown so the manufacture date and expiration date could not be determined. The blade heats up when activated against a surface such as tissue as a result of mechanical friction. As the blade is metal, it does retain some heat after use. The instructions for use (IFU) reprocessed ultrasonic scalpels includes the following statements regarding overheating and potential burns: ¿the use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. Inappropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments.¿ ¿blood or tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft.¿ ¿while not in use, the instrument¿s blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs.¿ ¿during prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.¿ ¿avoid inadvertent contact with all exposed blade surfaces and surrounding tissue as the entire exposed blade tip will cut/coagulate tissue when activated.¿ ¿avoid incidental and prolonged activation against solid surfaces, such as bone, as this may result in blade heating and subsequent blade failure.¿ this is the first report of this nature that sss has received. Device not returned.